Event description:
Reporter alleged blood glucose measured in the 400s mg/dl and then in the 200s mg/dl and went to the doctor as a result. It was stated the customers' meter read 264 mg/dl while the doctor's reading was 84 mg/dl when performing back to back testing. No treatment was received or actions taken as a result. A request was made for the return of the suspect device and replacement product was sent.